Event description:
Add'l info rec'd from MFR 12/19/03: the vad was replaced. The explanted vad was recieved on 10/17/2003, by the MFR and it is currently undergoing analysis. No further info is available at this time.

Event description:
In 2003, pt was implanted with two vads. (Ventricular assist devices). The left vad was later noted to have a very small crack in the case extending from the valve-housing set screw outward. There was no adverse outcome. Vad still in use on pt. Add'l crack has been observed on the vad case & shown to co reps. Facility will continue to monitor its status & replace it if necessary. Vad replaced the following month.